Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made, however, the issue could not be resolved. It was further reported that the electrode had migrated into the middle cranial fossa. The device was explanted (B)(6), 2010, and there are currently no plans to reimplant as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(6), 2011 - (B)(4)